Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on 16-mar-2026. H.3. Device eval by manufacturer? Yes. Investigation summary bd received one sample and one photo for investigation. The photo was reviewed and foreign matter (fm) can be observed. The sample was inspected and embedded fm was found in the wall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for: molding defect - embedded fm. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes, foreign matter- spots was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k981013. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes, foreign matter- spots was found in one (1) tube. No adverse impact was reported regarding the patient or user.